Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. Functional and visual testing was performed .the investigation could not verify the reported issue. The software was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump lost its programming. There were no injuries or adverse events reported.

Event description:
Additional information received indicated that the malfunction did not occur during therapy but the infusion was life sustaining. It was also reported that the patient did receive the remaining infusion volume. The malfunction it self was also reported to not have caused any medical harm to the patient.